Manufacturer narrative:
Results: cracked head right siderail panel with sharp edges.

Event description:
It was reported by service report that the head right siderail outer panel was broken with sharp edges. No patient involvement or adverse consequences were reported.